Event description:
During surgery, the xi robot sensors turned red and would not allow any movement while the fenestrated bipolar forceps were holding bowel. Intuitive rep present. Intuitive allen wrench was used to release instrument and instrument removed from field. No patient harm. No change in procedure as a result of above.

Event description:
During surgery, the xi robot sensors turned red and would not allow any movement while the fenestrated bipolar forceps were holding bowel. Intuitive rep present. Intuitive allen wrench was used to release instrument and instrument removed from field. No patient harm. No change in procedure as a result of above.